Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. Excessive stress was applied to the bending tube of the subject device when the user manipulated the endoscope. The endoscope was excessively pushed while its bending section was bent when the endoscope was inserted into the lower kidney calyx or urinary tract by the user.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer found leakage from the insertion tube of the device during reprocessing after a therapeutic procedure. Then, olympus inspected the device at the service department of olympus (B)(4) and found that the rubber of the bending section was broken and the metal inside was sticking out. Reportedly, the metal inside was cracked. There was no report of patient injury associated with this event.